Event description:
The patient experienced a return of pain symptoms and the ER suspected the patient was possibly going through withdrawal. The pump was interrogated and a motor stall was confirmed on (B) (6) 2010 with no motor stall recovery recorded. The stall was not associated with a magnetic resonance imaging or electromagnetic interference. The patient was kept in the hospital until the day of surgery for a pump replacement. The pump was then replaced. The patient was being weaned off of the morphine with good results in combination with physical therapy; they had hoped to titrate him down within a year so that the pump could be removed altogether. They suspected that the cause of the pump failure may have been attributed to the high concentration of morphine. The patient was doing "well" at the time of this report. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.